Manufacturer narrative:
A review of the last twelve months of complaint data for cord concerns does not show any adverse trends. Cord anchorage is routinely tested once per shift. A review of cord anchorage production data for calender year 2015 data did not show any out of specification conditions. The alleged defect could not be confirmed. No additional data including emergency room visit documentation or lot number has been provided. If further information becomes available, a follow-up report will be issued.

Event description:
The husband of the patient called stating that his wife used a plastic applicator regular scented tampon that appeared to not have a cord. He stated he took his wife to the emergency room to have the tampon removed. Documentation was requested supporting the emergency room visit and the patient condition and outcome. This documentation has not been provided and no further consequences were reported.